Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had paramedics show up and was diagnosed with blood glucose (bg) values that dropped to 30 mg/dl. The patient had a seizure. For treatment, the patient was given dextrose. The pod was worn longer than 48 hours on the arm. No further details to report.